Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to shadowing. The reported slda was related to the reported poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a combined mitraclip procedure was performed to treat a mitral regurgitation (mr) and tricuspid regurgitation (tr). Two clips were implanted on the mitral valve. After deployment of the second clip, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr from grade 4+ to grade 1-2. In the physician¿s opinion, the slda was due to difficulty visualizing the clip due to shadowing. The steerable guide catheter (sgc) was then retracted to the right atrium to treat functional tr with grade of 4+. Two mitraclip were implanted with no reported issue, reducing mr to grade 2+.